Event description:
Customer reportedly received the following results on the performa nano system within 10 minutes: 30.6 mmol/l, 23.9 mmol/l, 8.9 mmol/l, and 27.9 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).